Event description:
On (B)(6) 2010, the healthcare professional/reporter, a pharmacist, contacted lifescan to report the patient's one touch vita meter was giving inaccurately erratic readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however the patient refused to speak with the tsr. On an unspecified date, the patient obtained the blood glucose readings of 302 mg/dl and 244 mg/dl on the reported meter within 20 minutes of each other. The patient took the action of modifying her eating habits. On (B)(6) 2010 the patient experienced the symptoms of trembling, shivering and panic. The patient takes the oral diabetes medications diamicron (glipizide) 4.3 mg and metformin 3 g. On another date, the patient obtained the blood glucose reading of 400 mg/dl on the reported meter, and a reading of 240 mg/dl on another meter. It would have been helpful to determine if the patient experienced any symptoms when she obtained the reported elevated meter readings, her meter readings from earlier on the day of the event, the meals and medications taken prior to the onset of symptoms, and if the patient received any treatment for her symptoms. The meter and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she modified her eating habits based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6).

Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter had a black mark on the display. The complaint was classified based on the customer service representative (csr) documentation. The patient's mother reported that the alleged issue was discovered on the morning of (B)(6), 2010. The reporter claimed that the patient woke up that morning feeling dizzy and nauseous. As a result of the alleged issue, the patient's mother stated that the patient was unable to read the number before the decimal point. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the csr noted there was no known trauma to the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.